Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported after she wore a tampon for two to three hours, upon removal the string pulled out leaving the tampon inside. When removing the tampon fell apart. She was able to manually remove the remaining tampon pieces and did not seek medical assistance.